Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 21 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include feeling weak and dizzy. The patient was in manual mode and had not added a new transmitter number in the controller upon application of the pod being worn. Once at the hospital the patients pod insulin delivery was stopped and the patient was treated with intravenous glucose and januvia. The patient was discharged from the hospital after 4 days. The patients pod will not be removed as it has been discarded. As a result of this event the patient has been set up with a scheduled virtual op5 refresher training.